Manufacturer narrative:
The insulin pump was received with cracked casing at the display window corners, display window, reservoir tube window corners, and battery tube threads. The unit also had minor scratches on the lcd window, a partially broken reservoir tube lip, and a missing reservoir tube o-ring.

Event description:
The customer reported via phone call that a piece at the top of her insulin pump's reservoir compartment broke off; she used tape to keep it together. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the broken reservoir compartment; she cites normal wear and tear as the reason for the damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.